Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ non-sterile bulk pack 5ml slip tip syringes there was an issue with sterile breach. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd non-sterile bulk pack 5ml slip tip syringes there was an issue with sterile breach. There was no report of injury or medical intervention.

Manufacturer narrative:
One box of 5ml assembled syringes was received and confirmed to be from batch #8026889 (p/n 301028). The sample was visually evaluated. The side walls of the box had ripped along the seam and had damage. The box arrived re-taped with masking tape. The box appears to have been wet and then dried. The box was opened to observe contents. No wetness was found inside the two plastic bags that contained the product. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause cannot be attributed to the manufacturing process. The reported defect likely occurred at some point after the product left the plant. No corrective actions recommended since product defect could not be attributed to the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.